Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had bent cannulas and low readings at night with the sensors when her blood glucose was not actually low. Customer's blood glucose was 500 mg/dl at the time of the incident. Customer stated that she gave herself a bolus and saw nothing was going through. Customer changed her infusion set and gave herself some injections. Customer stated that it probably happened once in april and twice this month. Customer stated that the sets all came from the same box. Customer was advised to return the infusion set and that she will be sent replacements. Customer declined troubleshooting for high blood glucose.